Manufacturer narrative:
Customer returned competitor's introducer and wireguide along with complaint device in a used and damaged condition. A visual examination revealed the tip had completely separated near the bond where the shaft material ends with minimal necking or elongation. Customer also returned two x-rays. Per specification, this device is inspected 100%, prior to further processing. In addition, the device is supplied with an instruction for use (IFU), in which it is stated: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." We will continue to monitor this device.

Event description:
Left sfa subintimal plane, due to proximal sfa occlusion. This is an intra arterial catheter used for angiography. Angiography had been performed from a right common femoral arterial puncture through a 4fr boston scientific super sheath, the catheter tip in the aorta. A guide wire was then manipulated through the catheter over the aortic bifurcation down into the contralateral arterial system on the left. The catheter was removed and flushed. The left proximal superficial femoral artery was occluded so subintimal angioplasty of the left superficial femoral was attempted using a 0.018 wire and 4fr angioplasty balloon. It proved impossible to re-enter the true arterial lumen with this system and the system needed to be sized up to a 5fr system. To do this, the balloon was withdrawn and the 4fr pigtail catheter was tracked over the v-18 0.018 guide wire to enable exchange of the system sizing up to a bigger size. When the catheter tip was seen within the left superficial femoral artery, the v-18 wire was withdrawn and a 0.035 double flexible tipped wire guide inserted. In the process of this manipulation, the catheter tip became detached and was mostly seen within the subintimal plain of the left superficial femoral artery. Because of the position of the detached catheter tip and the limited patent arterial circulation, it was decided to leave the detached tip within the blind ended subintimal plain of the left blocked superficial femoral artery. Repeat angiography of this area was performed and the circulation in that limb remained similar compared to previous images and prior to the intervention, with the deep femoris and collateral system intact. Catheter, wire and sheath cleaned and retained. There was no flow within this segment of occluded artery and the catheter tip was not causing any injury or flow problems. It was deemed more of a risk to the patient's limited circulation to attempt to remove it radiologically.